Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined, however it is likely b30 (scope communication error), the front panel to blink constantly and the scope detection slide is not functioning due to scope socket failure. The event regarding lamp: 500 or more hours can be prevented by following the instructions for use which state: average lamp life approximately 500 hours of continuous use (with intermittent use, the lamp life may vary slightly.) Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a faulty scope socket. Additional findings include the following: the front panel overlays was faded due to cosmetic wear and tear, front panel to blink constantly due to the locking mechanism and scope detection slide were not functioning, and required lamp 500 or more hours, the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source had a scope communication error or code b30 that occurred sporadically. The issue was found during preparation for use. There were no reports of patient injury or medical intervention associated with this event.